Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty deploying the foot was not confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported foot deployment issue. Factors that may contribute to foot deployment issue include but are not limited to anatomical conditions such as calcification, aggressive user technique or incorrect foot position. The unexpected medical intervention appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
This was reported as an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, resistance was met while attempting to lift the lever and it could not be opened. The sutures of 2 new proglide devices were successfully pre-placed. The sheath was upsized to a large-bore and the tavi procedure was completed. Hemostasis was achieved with the 2 pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.